Manufacturer narrative:
Product event summary: the device was not returned; however, performance data collected from the device was received and analyzed. Analysis revealed there was an indication of under-sensing. Additionally indicated was a detection delay due to onset criteria.

Event description:
It was reported therapy was not delivered due to incorrect discrimination. It was also reported the patient was in ventricular tachycardia (vt) and there was a therapy delay due to signal under-sensing. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.